Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13feb2020.

Event description:
The customer reported that the touchscreen could not be calibrated. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the touchscreen and the problem was resolved.